Event description:
It was reported the low reservoir alarm occurred on (B)(6) at 2ml. The hcp thought the patient had an hcp that was going to fill the pump overseas but the patient was still here and they were trying to contact the patient to fill the pump. The reporter stated the pump should be empty and wanted to confirm what day that would have occurred based on flow rate. Flow rate information was reviewed and it was confirmed the pump would have reached 0ml the day before the report. Per the hcp the patient denied any withdrawal symptoms. The pump was confirmed to be empty. The pump was interrogated prior to refilling and the pump reservoir was aspirated and <(><<)>0.5ml¿s. The pump was refilled (B)(6) 2014. The patient was unaware/purpose of the heard alarm. Education was provided to the patient and the patient¿s mother. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products : product ID 8780, serial # (B)(4), product type catheter. (B)(4).